Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. This MDR is being conservatively filed for difficult to deploy the clip as the reported details in this incident have similarities to complaints wherein the clip failed to deploy. Abbott vascular made the decision to initiate a voluntary field action for the mitraclip delivery system on jan 28, 2016 for failure to deploy. The abbott vascular internal notification number for the mitra clip field action is 2024168-2/3/16-001-c. The customer reported the clip delivery system was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is conservatively filed because the clip was difficult to deploy and did not initially release from the delivery system. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The heart was twisted and compressed due to scoliosis and the echocardiographic visibility was difficult. The clip delivery system (cds) was advanced to the mitral valve leaflets. During deployment, after the arm positioner was turned in the open direction, a lot of resistance was felt during the first turn of the actuator knob. 3-4 more turns were made with resistance. The arm positioner was turned further in the open direction, several times. Tension continued to be felt until the arm positioner was fully to open. The actuator knob was rotated 4-5 additional times, and the clip was deployed. The mr was reduced to grade 1 with one clip implanted. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Correction: although this incident was initially, conservatively reported as being related to a voluntary field action for the mitraclip delivery system initiated on jan 28, 2016, investigation determined this incident is not related to the field action issue. (B)(4). The device was not returned for evaluation; therefore, a failure analysis of the complaint device could not be performed. The analysis of this complaint was an assessment of the information provided to abbott vascular, the manufacturing records and complaint history. Through the investigation it was determined that the reported difficulty with actuator knob rotation (physical resistance) was likely a result of the challenging patient morphology/pathology. The difficulty deploying the clip was likely a secondary effect of the actuator knob rotation issue. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.